Event description:
Complainant reported a missing pin found during biomed inspection.

Manufacturer narrative:
The testing and investigation results indicate the complaint for missing pins (flush pin) was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.